Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a button alarm 22. Reportedly, the alarm occurred while the customer was sleeping. The customer reported an elevated blood glucose (bg) level in the 500 (mg/dl) range. Tandem technical support advised the customer that this alarm occurs when the button is held down for 30 seconds; contact acknowledged and stated that the customer wears the pump in her undergarment without a case while sleeping. Customer was successfully able to resume insulin delivery and delivered a bolus to stabilize elevated bg level.